Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported that on (B)(6) 2020 it was noted that the certas plus valve was stuck at a setting of 6. Medical staff tried to use the etk magnet to adjust the valve, but it still did not move and remained stuck at 6. The patient was taken back into surgery and the shunt was explanted and replaced with another shunt.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was not returned for evaluation(user facility "awaiting regulatory release"), and review of the device history records could not be completed since a valid lot number was not provided for evaluation. The lot number 18230 was provided but was determined not to be valid after search in our database. Therefore, the manufacturing and expiration dates are unknown since the lot number is considered unknown. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.